Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a lot of pain at the incision site. It was noted that the patient had continuous itching right after the implant and was getting inadequate stimulation. The patient had pain pump. The patient underwent an explant procedure. No device malfunction was suspected.